Event description:
Complainant alleged that during functional testing, the device did not detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, the customer's report was observed during the evaluation of the device activity log. Review of the log observed error codes that were related to the type of electrode pads connected to the device. It was confirmed with the customer that pediatric pads had been connected to the device. The g5 AED is designed to be stored with adult pads connected to be rescue-ready. Having the pediatric pads connected causes the unit to fail the self-test and beep which will lead to the battery depleting over time if not corrected. This report has been attributed to incorrect setup/use of the device. Analysis of reports of this type has not identified an increase in trend.